Event description:
In 2006 12:30pm (clg5e8) while doing a femoral embolectomy, dr. Passed a 3 fogerty catheter down the leg. After meeting resistance, many attempts made to deflate balloon. When he finally pulled the catheter out, it was noticed that the balloon tip had sheared off. Dr. Made several attempts to retrieve balloon tip with negative results.